Event description:
Procedure type: dysmenorher. According to the reporter: the pt complained of pain several times during the 2 months post-op (original procedure (B) (6) 2009). The surgeon performed an inoffice exploratory procedure and found a piece of plastic in the subcutaneous tissue on the abdomen from the previous surgery. The pain is gone and the pt is doing well. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).